Event description:
It was reported that a technician had interrogated the device do enter patient information and at the end of this initial interrogation a "white screen appeared." The correct screen came up and the tech entered the patient's data. Another white screen appeared when the tech chose the parameters icon to program the device. The battery status was checked but no data was on this screen, it was just blank, no battery voltage, no battery impedance or current. The next day, the device was checked and no data was found on the first three pages of the initial interrogation and no battery voltage. "Implant detection" was turned to "off/complete" and the device had all values available. A decision was made to use another device. No patient involvement was reported.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found.